Manufacturer narrative:
Stryker evaluated the device and duplicated the reported issue. Stryker determined a loose power/therapy pcb cable was the cause of the reported issue. Cable was reconnected to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device screen was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.